Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv tubing broke at y-site. The following information was provided by the initial reporter: material no:2426-0007. Batch no: unknown. It was reported that the tubing broke at the y-site. Customer email response: is the date of event known for the reported defect? (B)(6) 2020. Can you provide the lot number of the product in question? No were there any adverse events as a result of the reported defect? If yes, please provide details. No. Was the tubing attached to a patient at the time of the reported failure? Yes.

Manufacturer narrative:
The customer reported that the tubing broke at the y-site. Received was a used primary set model 2426-0007 lot unknown. A "fluid intralipid" label was affixed along the set's lower portion. The set was visually inspected for kinks, holes/tears in the tubing, or damages to the components. During handling of the set, the engagement between the tubing p/n 660132 and top of lower smartsite p/n 12274436 components separated. No other issue was observed. No testing was necessary due to the obvious separation. Visual inspection under magnification of the separated tubing end observed insufficient solvent traces. When aligning the separated tubing end's depth with the open smartsite end, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification of 0.145 ± 0.003 inches. Further handling/tug of the rest of the set's tubing engagements observed no separation. Equipment used (inspection and measurement performed on (B)(6) 2020): - ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record for model 2426-0007 lot could not be conducted due to no lot number being provided. The customer's report that the tubing broke at the y-site was confirmed. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. H3 other text : see h10

Event description:
It was reported that as lvp 20d 3ss cv tubing broke at y-site. The following information was provided by the initial reporter: material no:2426-0007 batch no: unknown it was reported that the tubing broke at the y-site. Customer email response: - is the date of event known for the reported defect? (B)(6) 2020 - can you provide the lot number of the product in question? No - were there any adverse events as a result of the reported defect? If yes, please provide details. No - was the tubing attached to a patient at the time of the reported failure? Yes